Event description:
It was reported that the pt was treated by emergency medical services for hypoglycemia and unconsciousness.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. No conclusions can be made at this time.